Event description:
A pedicle screw construct was implanted approx two-three weeks ago at the l5-s1 spine level. Routine f/u films showed the left superior screw/tulip had separated. The pt was asymptomatic and there was no injury. The surgeon indicated there are no plans to surgically revise the construct. Pt reported no symptoms at that time.

Manufacturer narrative:
Nuvasive reference (B)(4). Revision surgery is not planned and the device has not been returned for failure investigation. No add'l eval has been possible; however, it was reported that the screw shank may have been driven into the pedicle in a manner that contributed to incomplete mating of components. Product labeling indicates"...potential risks identified with the use of this device system, which may require add'l surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." Should the add'l relevant info become available, a subsequent report will be filed.